Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling in the lips, redness and firmness¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events device labeling addresses the reported events as follows: precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Patient instructions: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Company representative reported on behalf of healthcare professional that a patient was injected with 0.5 cc of juvéderm volbella® xc in the lips and received a second injection with 0.3 cc of juvéderm volbella® xc in the lips 6 weeks later. Approximately 6 weeks after the second injection, the patient observed swelling in the lips, redness and firmness. Six days later, the patient was prescribed keflex 500 mg qid and the swelling slightly improved. Five days after that, the swelling was still present and treatment of 0.3 cc hylenex was administered. Further follow-up with the healthcare professional revealed that additional, 14 day treatments of cipro and tetracycline where given on the same day that hylenex was administered. Two days later, additional hylenex was injected, ¿0.3 ml injected into upper lip¿ and ¿0.17 injected into lower lip.¿ symptoms are ongoing. Healthcare professional noted that 4 days after the last treatment of hylenex, the patient, ¿is doing better. Still has minor swelling in the morning.¿ the patient was concomitantly taking an unknown ¿thyroid medication for hypothyroid.¿

Manufacturer narrative:
Device analysis: 1 empty syringe of 0.55 ml received without cap nor needle. No defect observed.

Event description:
Company representative reported on behalf of healthcare professional that a patient was injected with 0.5 cc of juvéderm volbella® xc in the lips and received a second injection with 0.3 cc of juvéderm volbella® xc in the lips 6 weeks later. Approximately 6 weeks after the second injection, the patient observed swelling in the lips, redness and firmness. Six days later, the patient was prescribed keflex 500 mg qid and the swelling slightly improved. Five days after that, the swelling was still present and treatment of 0.3 cc hylenex was administered. Further follow-up with the healthcare professional revealed that additional, 14 day treatments of cipro and tetracycline where given on the same day that hylenex was administered. Two days later, additional hylenex was injected, ¿0.3 ml injected into upper lip¿ and ¿0.17 injected into lower lip.¿ symptoms are ongoing. Healthcare professional noted that 4 days after the last treatment of hylenex, the patient, ¿is doing better. Still has minor swelling in the morning.¿ the patient was concomitantly taking an unknown ¿thyroid medication for hypothyroid.¿